Manufacturer narrative:
One imp,tsv,4.1,10,mtx,mg (tsvt4b10) was returned for investigation. Visual evaluation of the as returned product identified damaged threads, dried bone and an unknown implant removal tool inside the implant. Due diligence was followed to obtain additional information on the removal tool. However, no response from customer was received and therefore investigation will focus on the reported implant only. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The returned device was unable to be measured accurately due to the removal tool being stuck in the implant. A pre-existing condition noted on the per was allograft site and the patient had unknown bone density. The reported device was located on an unknown tooth and was implanted for approximately 1 year 11 months. The customer did not provide x-rays or pictures. DHR review was completed for the subject lot number (63606968). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3182) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63606968) for similar events and no other relevant complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (infection & bone loss) or device (tsvt4b10). Therefore, based on the available information, device malfunction could not be verified as the device could not be measured to specifications and the reported events were non-verifiable as the medical events cannot be verified and no x-rays or objective evidence was provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant was removed due to peri-implantitis.